Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm on the insulin pump during bolus delivery. He changed out the infusion set in an attempt to solve the issue. Customer's blood glucose was not recalled. Nothing further reported.